Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there was a "travel course reverse" error in the history. Multiple flow and occlusion tests were conducted and the reported travel coarse error was unable to be duplicated. The pump was inspected and the damage was confirmed. Physical impact to the pump by the user caused the broken top case. The cause of the travel coarse error was unable to be determined since the error could not be replicated. The clutch half's left and right with lead screw and spring were replaced as a preventative measure since the parts are over 8 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error and a broken top case. There was no patient involvement and no additional information.